Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. : information anticipated, but unavailable at this time. Additional information requested: which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torque or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? If so, when? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was working fine then two clips came out at once and the clips began to scissor. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). The analysis result showed that the instrument was received with the jaws found to be in a yielded condition. Clips not fed all the way into the jaw. First clip formed fine. Second clip dropped out before completely formed. No incident related to the reported event was observed during the batch record review.